Event description:
A malfunction was reported, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, resolving the issue without recurrence. The customer was advised to continue using the pump and to call back if the malfunction code recurred and expressed understanding of the guidelines. No further action was needed.